Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500, the c-ring broke in half while inside the patient. It happened during branch transection. The jaws were completely closed during insertion into the cannula. The insulation/jaws remained intact during the case. The heating element (wire) did not appear lifted from the jaw. No additional incisions or procedures was required. No parts broke off, all parts accounted for and no patient harm was reported. A new kit was used to finish the case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/18/2022. An investigation was conducted on 08/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.